Event description:
It was reported that, pt hip revised due to pain.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 34mm, cat # nls-340000b, lot # 35231001. Delta v-40 ceramic head 36/0, cat # 6570-0-136, lot # 37298504. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.